Manufacturer narrative:
(B)(6).

Event description:
It was reported that during a cruciate ligament reconstruction the screw broke into the patient. A backup device was available to complete the procedure.

Manufacturer narrative:
Examination was not possible, as the device has not been returned. The investigation could not draw any conclusions about the reported event without the return of the device.